Manufacturer narrative:
A visual examination of the device revealed the flange was detached from the button flap. Flange appears to have failed while undergoing tensile force. The condition of the returned unit was consistent with the complaint incident that the device flange detached. Flange appears to have been properly manufactured as it seems to have failed while receiving a tensile force during use. Therefore most likely root cause is operational context.

Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used during a replacement procedure performed on (B)(6) 2010 according to the complainant, post procedure on (B)(6) 2010, during the administration of nutritional supplement, the cap separated from the device. The procedure was completed with a new button replacement gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Exact age of patient is unknown, however over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) the reported event of cap detached from device. The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used during a replacement procedure performed on (B)(6), 2010 according to the complainant, post procedure on (B)(6), 2010, during the administration of nutritional supplement the cap separated from the device. The procedure was completed with a new button replacement gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.